Event description:
It was reported that during an explant procedure on (B)(6) 2022 the physician was unable to explant the l2 lead. The lead was suspected to be stuck on something anatomically. As such, the lead was left in the epidural space and coiled in the pocket site to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.